Event description:
On (B)(6) 2012, customer requested review of rescue attempt to determine if AED functioned correctly. It was reported that the patient was not resuscitated.

Manufacturer narrative:
Method: the electronic history file from the actual device involved in the incident was evaluated. Based on this evaluation, the device has been requested to be returned to further assist in the investigation. To date, the device has not yet been received. The investigation remains open.